Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads, and the battery cap threads were damaged. The battery cap did not secure properly to the pump, and a power loss was duplicated. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no power interruptions observed. The pump case was removed and no evidence of internal damage or moisture was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump lost power. Allegedly, the battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.